Manufacturer narrative:
Per the user guide, do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer resumed insulin delivery to resolve occlusion. Customer's pump battery was unable to be charged. Another power adapter and usb cable were used and battery was charged successfully. Customer's blood glucose was 1000 mg/dl and water was consumed to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with intravenous insulin. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2019 with no permanent damage. Reportedly, customer was using admelog insulin. Tandem technical support informed customer that admelog was not labeled for use with the pump.